Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. The following sections were updated: b4; b5; d2; g2; g3; g6; h1; h2; h3; h6. Visual examination of the returned product/provided pictures identified the device shows signs of repeated use with scratches, nicks and gouges on the handle as well as the strike plate. The impactor tip has fractured into 2 pieces and all the pieces have been returned. Returned device confirms reported part and lot numbers. Review of the device history record(s) identified no deviations or anomalies during manufacturing. Medical records were not provided. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). H3: product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that when the surgeon was impacting the implant the tip of the impactor fractured. There was no report of harm to the patient or a foreign body retained by the patient. Additional attempts have been made to obtain additional information, no additional information has been received.